Event description:
The following description of the event was documented by the foreign distributor's rep and sent to (B)(4) tech support via e-mail. "In [name of facility removed], they experienced an incident that t-bird (sn (B)(4)) emitted alarm message on the display, but the alarm assy did not emit a sound on (B)(4). When we investigated this alarm assy, we found that the resistance between black and red lead wire was infinity. It would mean breaking of wire in the alarm assy. This incident is so important that we will report this issue. Please refer the attached photo. This report does not require your answer. However, if necessary, we will send you this alarm assy to investigate."

Manufacturer narrative:
Location where event occurred:(B)(4). The foreign importer (distributor) did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4) issued a return goods authorization (rga) number to the foreign importer (distributor) in (B)(4) for the return of the alleged faulty alarm assembly for eval. As of (B)(4) 2010, the alleged faulty alarm assembly has not been received. Once the alleged faulty alarm assembly is received and the eval is complete, (B)(4) will submit a f/u medwatch report.